Event description:
It was reported that the rad-8 turns off on its own while on ac or dc power. The device did not alarm or show any error messages. It was using battery power. It was unsure if the device was connected to ac power. Customer indicated that the issue occurred at least twice. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was found to have corrosion both on the ui board and the keypad. The ui board and keypad were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no related issues prior to this reported event.